Manufacturer narrative:
Event date-date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01666. It was reported that patient experienced ineffective therapy after a fall. X-rays showed that both t12 leads migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experienced ineffective therapy after a fall was reported to abbott. X-rays showed the leads migrated. As a result, the leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.